Manufacturer narrative:
(B)(4). The manufacturing location was unknown. The device manufacture date is unknown. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side was not functioning on the compact air drive device. It was further determined that the device failed pretest for check the attachment coupling, check the attachment coupling with attachments, check reverse locking mechanism, check for untrue running, check for excessive noise, check the power with test bench: min. 110 to 160 w and check starting behavior. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The initial medwatch stated the date of manufacture was unknown, the date of manufacture is sep 22, 2008. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.